Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) and rf (radio frequency) connectors were found loose on the lem (link electronics module) printed circuit board assembly. Analysis also found the system fan was noisy and the keyboard was damaged (missing z key). It is noted the power cord was missing.

Event description:
It was reported the programmer has difficulty interrogating even with a new programmer wand. It was also reported the programmer has continuous noise on the ECG (electrocardiogram) and egm (electrogram). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.